Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed, 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed that the air has difficulties to get through the inflation system in the area where the inflation line is inserted into the tube, the failure mode cuff won¿t inflate is confirmed. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pre-test inspection, there was resistance of the pilot balloon when the cuff check was performed. The cuff was difficult to inflate. There was no patient involvement.